Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 407658 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, oversensing which led to underpacing and a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.